Event description:
(B)(4). I have had ongoing horrible bleeding after having essure in since 2011. In this particular event I bleed for almost 3 months and had numerous of doctor visits. I also have abnormal bloat and pains that are crippling.